Event description:
The user reported that the roller clamp is not working correctly. No harm or injury reported.

Manufacturer narrative:
Device evaluation - the suspect device has not been returned for evaluation. The user did not indicate if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.